Manufacturer narrative:
Radiometer has received datalogs from the customer.

Manufacturer narrative:
This incident relates to two other incidents, reported as 3002807968-2019-00047 and 3002807968-2019-00048.

Event description:
According to the complaint, customer samples from a patient were measured on an abl800 flex analyzer with the following results for na+ and ca2+: (B)(6) 2019 / 17:03 (measurement time) / na+: 148 mmol/l / ca2+: 1.49 mmol/l. (B)(6) 2019 / 21:29 (measurement time) / na+: 164 mmol/l / ca2+: 1.73 mmol/l. (B)(6) 2019 / 00:06 (measurement time) / na+: 165 mmol/l / ca2+: 1.65 mmol/l. Lab results for comparison: (B)(6) 2019 / 03:15 (measurement time) / na+: 141 mmol/l. Based on the series of measurements, the customer reports the results for na+ as false high. No comparison results from the lab were received for ca2+, but the customer also reports the ca2+ results as false high. The customer has replaced the reference membrane, and after this no more false high results were obtained.